Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited episodes of noise, oversensing and pacing inhibition. The patient becomes lightheaded with the pacing inhibition. The noise was not reproducible with isometrics and pocket manipulation. 12/07/2004: guidant received additional information that this patient received an inappropriate shock due to the oversensing. The physician elected to cap the rate/sense portion of this implantable transvenous defibrillation lead.